Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 525 mg/dl with associated symptoms of moderate urinary ketones and polydipsia. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting by animas customer technical support revealed the basal history does not match active basal program. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy allegedly associated with a history/settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 01/17/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of the black box data and download history did not reveal any recorded event(s) related to the complaint. On examination, the pump was intact and without damage. On testing, the pump powered on normally. The pump was exercised for 24 hours without error, alarm, warning or malfunction. Total daily dose history matched the basal and bolus history, the basal history added up to correctly reflect the user¿s basal program. No errors, alarms or warnings occurred during investigation. Investigation did not confirm nor duplicate the complaint. The pump was determined to be operating as intended and within the required specifications. Unrelated to the original complaint, the battery compartment was noted to be cracked. (B)(4).